Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle became blocked while loading the cartridge with insulin. Customer's blood glucose was within range (value not provided). Customer changed the syringe needle to resolve the issue.